Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to date.

Event description:
It was reported that the stent was found to have a different length than intended after implantation. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Therefore, the reported problem could not be reproduced and the investigation will be closed with inconclusive result. Potential product and non product related factors which may have caused or contributed to the reported issue have been considered. As this is an isolated incident no previous investigations of similar complaints were reviewed. The event may have been associated with an unintended movement of the delivery system during deployment. Also, an excessive compression of the outer catheter during deployment or incorrect holding may cause a change of the stent length. Furthermore, a difficult placement site and tortuous or calcified anatomy may be contributing factors for an irregular stent placement. An insufficient predilation of the lesion could be also a contributing factor. However, in this case no information regarding the procedure or anatomical condition was provided. Based on the information available and as no sample was returned, a definitive root cause for the reported complaint could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The correct stent deployment is described in the IFU. Furthermore, the IFU states regarding difficulties during deployment: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "once the stent is partially or fully deployed, micro-adjustments are no longer possible and the stent should not be dragged or repositioned in the lumen." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to date.